Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported. The reported allegation falls within the d zone of the parkes error grid. The data investigation confirms values that fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6) 2019." Correction "the sensor was inserted into the abdomen on (B)(6) 2019." Date received by manufacturer - correction - please note that the first report submitted was with an incorrect date. This follow-up report is to note that it should have reflected a date of (07-may-2019).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2019.